Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a12.1mm, vticm5_12.1, -8.00/2.0/089 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional data: lens was returned in dry, in a micro-centrifuge vial. There was residue on product. Visual inspection found tears in the optic and a haptic was torn. Presence of residue on lens surface was also observed. Claim # (B)(4).